Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out-of-range pacing impedances on the right ventricular (rv) lead, measuring greater than 3000 ohms. When the rv lead is programmed bipolar pace/sense, the rv lead exhibited impedances greater than 3000 ohms with no capture. The rv lead was reprogrammed. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out-of-range pacing impedances on the right ventricular (rv) lead, measuring greater than 3000 ohms. When the rv lead is programmed bipolar pace/sense, the rv lead exhibited impedances greater than 3000 ohms with no capture. The rv lead was reprogrammed. The rv lead remains in service at this time. No adverse patient effects were reported.